Event description:
It was reported that a small volume folfusor leaked. The device was filled with 5000mg of fluorouracil diluted in 115ml of 0.9% sodium chloride (nacl). This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 UDI: this product is same as or similar; however, this product is not found in guid. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The lot was manufactured between july 13, 2023 ¿ july 14, 2023. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the returned photograph, and it was observed that there was white crystallized drug on the exterior surface of the device which suggested a possible leak had occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.